Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that device was occluded. A 6/22 flexima¿ was selected for use. During the procedure, it was noted that the pusher of the stent got jammed into the end of the stent. The procedure was completed with a different device. There were no patient complications reported. However, device analysis revealed an unknown foreign matter.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the catheter and stabilizer were returned for analysis. No anomalies or damages were noted on the catheter returned, however the stabilizer is occluded with an unknown residue at the connector section. The circumstances under which the device was occluded cannot be determined based on the information available. Device was used and decontaminated, therefore, this affects the characterization of the foreign matter found. Also, there is no information available as to which the matter can be compared to. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).